Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced moderate difficulty emptying bladder. The patient failed a voiding trial in the hospital prior to discharge and was discharged home with a foley catheter. The patient had a follow-up voiding trial on (B)(6) 2015 and passed the voiding trial; foley catheter was removed. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event.